Event description:
It was reported that this patient's remote monitoring system displayed a red call doctor icon. The patient contacted boston scientific technical services were contacted where it was discussed the shock impedance from the right ventricular (rv) lead was high and out of range. The patient was referred to their clinic to discuss the alert. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.